Event description:
The facility reported a pump with failure codes appearing on "urgent product recall" letter. It is unknown when these failure codes occurred. There was no patient inury or medical intervention necessary according to the hospital representative.